Event description:
Customer states that while activating the shield, it slid over the needle and kept going off the syringe. This caused the nurse to get stuck with a contaminated needle.

Manufacturer narrative:
Reported event could not be confirmed as a device malfunction since the device was not available for evaluation. No lot info is available. A review of incident files for the past 2 years reveals no similar occurrences of this type on this catalog number.